Event description:
It was reported by the endo technician that during an arthroscopy procedure of the knee, the teeth of the shaver broke off inside the patient. They allegedly were not shaving bone when this occurred. They were able to retrieve the metal piece that broke off. They were able to complete the procedure with another shaver blade.

Manufacturer narrative:
The complaint device has not arrived at the manufacturer to date. A follow-up report will be submitted upon completion of the investigation.